Manufacturer narrative:
The conclusions are as follows: - no files were provided, and the device was received in eos. Therefore, no longevity study could be performed. - nevertheless, the subject pacemaker was implanted for 8 years and 8 months. - based on the available data, the expected longevity is located between 7.1 years and 8.3 years. Therefore, the real implantation seems to be consistent when compared to the expected one. - the device¿s expertise did not reveal any abnormality. - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, premature battery depletion is suspected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, premature battery depletion is suspected.